Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated he experienced high blood glucose. The reported blood glucose reading was 282 mg/dl. The customer then stated that he changed the infusion set and noticed that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.